Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reported 4 false positive results for 2 individuals using the cue covid-19 test for home and over the counter (otc). This MDR is to document the false positive result for individual 1. See case-(B)(4), case-(B)(4) for the additional false positive results. Customer received a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 25858c, reader sn (B)(4). Immediately after the cue test, individual 1 tested negative with a pcr test and continued to test negative with pcr tests for another week. Cue health technical support representative requested additional information regarding individual's confirmatory tests; however, customer did not respond to representative's 3 follow up attempts. Individual had no symptoms and did not develop any symptoms after testing.